Manufacturer narrative:
The reported event of backup mode and unable to interrogate was confirmed. As received, device had no telemetry communication and no output. Visual inspection revealed header delamination occurring between the header and can attachment, which resulted body fluids entering the header attachment area. Further testing revealed low impedance path within header connection. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported issues. Header delamination is consistent with a manufacturing anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of backup mode and unable to interrogate was confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01639. It was reported that the device was found to be in backup vvi mode via remote transmission. The patient was asymptomatic. When the patient presented for a device change-out, the device was unable to be interrogated. Inappropriate auto-mode switch due to atrial lead noise was observed. Programming changes were made, and the lead will continue to be monitored for further atrial noise. The device was explanted and replaced without difficulty. The patient was in stable condition and was discharged.